Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate resulting in the pump shutting down. Additionally, it was reported that multiple inaccurate fill estimates were received also it was reported that the pump shut off unexpectedly. Blood glucose was not impacted. Reportedly, the customer will continue to use current pump therapy until replacement arrives.